Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. The following physical damage was noted: stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump battery died but her husband was unable to remove the battery cap. The patient's blood glucose at the time of incident is unknown. During troubleshooting the patient was unable to remove the battery cap with a large screwdriver. The insulin pump was returned for analysis.